Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During initial implant procedure, the suture sleeve of the left ventricular (lv) lead was noted to be damaged. The lv lead remains implanted. The patient was stable.